Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. The lot provided, 239988102, is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an ceramic head was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient was revised because of a fall. Patient has a history of ms and chronic kidney failure. Patient went to (B)(6) hospital where doctor tried to locate the hip but did not know that it was an mdm. Patient was then taken to the woodlands hospital, doctors then noticed that the center head and cup were not lined up, it was dislocated. Doctors at woodlands hospital were not sure if it was associated with the fall or when dr. At (B)(6) was trying to locate device. Doctors at woodland took out 42 head and replaced with a longer head. No complaint after procedure.

Event description:
It was reported that the patient was revised because of a fall. Patient has a history of ms and chronic kidney failure. Patient went to (B)(6) where doctor tried to locate the hip but did not know that it was an mdm. Patient was then taken to (B)(6), doctors then noticed that the center head and cup were not lined up, it was dislocated. Doctors at (B)(6) were not sure if it was associated with the fall or when dr at (B)(6) was trying to locate device. Doctors at (B)(6) took out 42 head and replaced with a longer head. No complaint after procedure.